Event description:
An attempt was made to use a pacific xtreme pta balloon catheter to treat a 80% stenosed lesion in the superficial femoral artery. Balloon was inflated for more than 3.5 minutes when it ruptured. A gradual pressure drop was noted. Another device of the same make was used to complete the case. Pt is reported to be doing well following the procedure.

Manufacturer narrative:
(B)(4). Eval, results: (based on the limited info provided no root cause can be determined).